Event description:
It was reported that during the implant procedure, on placement of leads it was found that a perforation had occurred. The implanter stated that main contributor of the perforation was likely due to the clinical status / anatomy of the patient rather than any specific issue with the leads. The leads were attempted and not used. The patient remained in hospital after abandoning the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).